Event description:
It was reported that the surgeon inserted an icm120v4 12.0mm implantable collamer less on 11/22/2005. The lens was explanted on 04/04/2006 due to inadequate vault. There was no patient injury.

Manufacturer narrative:
Claim # 06/244